Manufacturer narrative:
The returned spacer was evaluated. The proximal end of the spacer around the threads has fractured, likely caused by off-axis impaction forces applied to the device during installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device installation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the spacer broke around the threaded area during surgery. The pieces were removed from the patient so the patient did not retain a foreign body. An alternative spacer of the same size was used to complete the procedure.